Event description:
The international philips field service engineer (fse) reported a ventilator experienced a startup 1014 error code indicating a +24 volt (v) failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & phone #: (B)(6).

Manufacturer narrative:
The field service engineer (fse) reported that the customer reported that the machine and equipment will be maintained and followed up by a third party. The third party cannot tell us the details.